Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v673560, product type: lead.

Event description:
A healthcare provider (hcp) reported that during a replacement electrode 0 was greater than 4000 ohms. The impedance was tested at 3v an high usec. All the other contacts were great than 1500 or less than 4000 ohms. The patient was able to get a motor response for all the contacts. It was recommended to run all the contacts for about 5 minutes and test impedance again. It was then reported the lead was cut during the replacement and another lead was placed. There were no patient symptoms reported. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057-1sc, lot# n275337, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: screening device.

Event description:
Additional information received indicated that the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.